Manufacturer narrative:
Date sent to the FDA: 04/03/2020. Additional information: d10, h6. Additional h-3 summary: thirty unopened samples of product code eh7835h, lot #pah335 were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Additional h-10 information: events were submitted via 2210968-2020-01524, 2210968-2020-01525, 2210968-2020-01526, 2210968-2020-01527 and 2210968-2020-01528.

Manufacturer narrative:
Date sent to the FDA: 03/06/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2020. During surgery, at the time of suturing of vessels, the needles broke off;separated from the thread after 1 or 2 knots. There were no adverse patient consequences reported.